Event description:
A report was received that a patient's ipg and lead extensions were explanted due to infection at the pocket site. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional suspect device components involved in the complaint: model#: sc-3138-25. Model description: scs lead ext.-8 contacts (25cm). The explanted ipg passed visual and performance tests performed. A review of sterilization records found them to be satisfactory. The explanted extensions revealed no anomalies. A review of the sterilization documentation found them to be satisfactory. This is the final report.